Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Product event summary #it was reported that the patient presented to the clinic for an atrioventricular node ablation approximately six weeks post-implant. The right ventricular (rv) lead had dislodged and was not capturing. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.